Event description:
It was reported that the right ventricular (rv) lead showed intermittent capture. There was also short interval counts (sic) noted. Provocative maneuvers were done, with stable impedance and sensing, the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 x2 implantable pacing lead (B)(6) 2010. (B)(4).